Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the master tool manipulator (mtm) and remote arm controller board (rac) due to errors 704 and 705. The isi fse also decided to replace the air filter due to it being worn out. The system was tested and verified as ready for use. Isi received the mtm involved with this complaint to perform failure analysis. The mtm was analyzed and errors 704, 705, and 25521 were able to be reproduced during a voltage test via matlab. The complaint was confirmed based on the field evaluation and failure analysis. Isi also received the rac involved with this complaint to perform failure analysis. The rac was analyzed and the reported failure could not be replicated. The rac was installed to a printed circuit assembly (pca) xi system, but there was no error at start up. The system was left idle for 30 minutes and ran power cycles for hours with no issue. There was no trouble found.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the surgeon was unable to control the right master tool manipulator (mtmr). The isi tse viewed system event logs and found error 25521 pointing to an mtmr down. The customer explained that this error had happened previously. Due to the ongoing surgery, the surgeon was not willing to perform further troubleshooting. The surgery was ongoing with surgeon side console (ssc) 1. The procedure was completed as planned with no reported injury.